Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient went to the emergency room (ER) on (B)(6) 2025 due to infusion set patch did not stick to skin upon insertion leading to hyperglycemia. Patients ketones level was 6.0mmol/l. The blood glucose level was high at the time of event and the patient took correction bolus via multiple daily injection. During the emergency room (ER) visit patient got treated with intravenous fluids of saline and insulin. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6006461 have already been previously tested in the (B)(4) on 06-dec-2024. Test results: the reference samples were visually inspected. All test results were within specifications as per the test report. Device history record (DHR) review: the lot 6006461 was manufactured according to the work instruction (wi) version 71 manufactured in the machine l192, on 05/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 11-feb-2025 against malfunction code adhesive patch lifts or detaches during use and lot 6006461 and another one complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production, only one complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.